Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 104, service code 107) was confirmed. Upon investigation the monitor displayed a service code 104. Download data reveals that the monitor was abnormally shutting down. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that during a patient fitting the monitor displayed a service code 104 (sd card fault) and a service code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Follow-up report #1: additional information - 10/24/2016. Device evaluation of monitor (B)(4) was completed. The cause for the abnormal shutdowns was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. ----------------------------------------------------------------- device evaluation of monitor (B)(4) is underway. The reported problem (service code 104, service code 107) was confirmed. Upon investigation the monitor displayed a service code 104. Download data reveals that the monitor was abnormally shutting down. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that during a patient fitting the monitor displayed a service code 104 (sd card fault) and a service code 107 (multiple abnormal shutdowns).